Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer reported that they also had low blood glucose during high blood glucose troubleshoot. Customer mentioned she had a low of 39mg/dl this morning. Patient's current blood glucose was 107mg/dl. Patient has not treated yet. Patient has been experiencing low blood glucose for has been having lows for years. Based on customer report customer does not allege pump was over delivering. The patient was disconnected during the rewind or prime sequence. The customer feels no need to troubleshoot pump for the low. Her blood glucose was 107mg/dl. The insulin pump will not be returned for analysis.